Event description:
The green screw handle tab broke off during insertion.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in (B)(4) via (B)(4), completed on september 25, 2013. Mdd CAPA-(B)(4) was initiated on july 19, 2013 to determine root cause and corrective actions needed. The issue and harm was forwarded to the quality review board and determined no bond is required. In addition, a sales mail was issued to the us sales force on 10/01/2013 titled "locking screwdriver technique reminder" to reinforce the proper use of the driver (e.g. Keeping the driver in axial alignment with the screw and using the driver sleeve). These items are already contained in the surgical technique. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.